Manufacturer narrative:
B3 date of event: event date was approximated to 07/01/2024 since per email, the imaging was done (B)(6) 2024.

Event description:
Reported via patient call center. It was reported a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was subsequently discharged. In (B)(6) 2024, the patient contacted the watchman call center and reported that a computed tomography angiography (cta) showed a 13mm peri-device leak. However, cardiology reviewed the imaging and determined the leak measured less than 4mm. The patient also reported experiencing visual auras beginning postoperatively in 2024. In (B)(6) 2025, the patient underwent closure of an atrial septal defect/patent foramen ovale (asd/pfo), but the visual auras persisted. At a follow-up visit in late (B)(6) 2026, a cta demonstrated a 6mm x 15mm superior peri-device leak, which radiology noted was unchanged from the 2024 imaging. The patient reported that cardiology advised that the leak now requires intervention.